Event description:
Medtronic received information regarding an axium coil that failed to detach. That patient was undergoing a coil embolization procedure to treat an unruptured saccular basilar artery tip aneurysm. The aneurysm max diameter was 6.83mm and the neck diameter was 3mm. Blood flow and vessel tortuosity was normal. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The coil could not be detached. The physician attempted detachment with the instant detacher (ID) twice without success; another ID was not tried. It was noted there was no issue with the ID. Two attempts were also made to detach the coil manually with the hypotube without success. The coil was removed and replaced to complete the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no issues prior to the coil non-detachment, and no pushwire damage was observed.

Manufacturer narrative:
H3: the axium prime coil was returned for analysis. The pusher appeared to be separated on the proximal end; along with the ai, coupler tube, positive load indicator and break load indicator were missing and not returned. Therefore, any contributing factors could not be assessed. The axium prime pushwire was found to be bent at ~14.4cm, ~48.5cm, ~62.6cm, ~92.7cm, and ~129.6cm from broken end. The coin was found still against the lumen stop. The implant coil was still attached to the pushwire. No damage was found with the shield coil. The lumen stop and the retainer ring were found to be visually acceptable. The axium prime implant coil was found to be damaged. No other anomalies were observed. The lumen stop inner diameter (ID) and retainer ring inner diameter (ID) were measured to be within specifications. The axium prime pusher was not intact the axium prime coil could not be used with an in-house ID. Based on the device analysis and reported information, the customer¿s report of ¿non-detachment¿ was confirmed as the axium prime implant coil was returned still attached to the pusher. In this event, the damages found with the pusher (broken/missing) likely contributed to the event causing the implant coil to not detach. Damage to the implant coil and pusher can occur if the user advances the coil against resistance. However, the cause for the damage could not be determined. There was no non-conformance to specification identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.